Event description:
It was reported that (2) devices were used during a hiatus hernia. It was reported by the affiliate that the 511sd trocars had leakage. Another device was used to complete the case. There was no consequence to the pt.